Event description:
A report was received that the patient had an infection at the lead and ipg site. There was an actual break in the skin at both sites. The patient was treated with intravenous (IV) antibiotics. It was believed that the infection was related to the procedure. The patient underwent an explant procedure. No malfunction was suspected. The physician believed that the site was looking better and healing.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8216-70, serial #: (B)(4), description: artisan surgical lead, 70cm. Model #: sc-4316, lot #: 17563304, description: next generation anchor kit sterile.